Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification: pilot: difference testing during device pre-test. There was no patient involvement, and no harm or injury reported. Replacement of the 3-way solenoid valve and the proportional valve were required to address this issue. The customer opted to make the repairs to the device themselves. The results of the customer's repairs have not been communicated and are therefore unavailable.